Manufacturer narrative:
Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 360431, model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an ipg upgrade procedure, the patient was experiencing severe pain and was unable to feel the left leg. The patient went to the emergency room (ER) and the physician suspected a hematoma. It was noted that another physician advised the patient to take blood thinners the day of surgery. The physician performed a laminectomy and could not find any sign of a hematoma. The patient underwent an explant procedure.